Event description:
Patient needed an intra-aortic balloon. The ballon was then prepped and inserted into the femoral artery through the provided arterial sheath with a side arm. The balloon had a lot of resistance going through the provided sheath. The physician attempted to remove the balloon from the sheath, but the balloon had been damaged beyond use. The balloon was unable to be removed from the sheath, so the balloon catheter was removed along with the sheath. A second balloon was prepped. The package comes with two different sheaths and the other sheath with no side arm was used for balloon placement without any further complications. The patient had no apparent injury.manufacturer provided rga# for product return evaluation and provided shipping container.